Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 device set value automatically changed on the touch screen after setting was changed. There was no patient involvement.

Manufacturer narrative:
.